Event description:
Information received notes that after a pacemaker implant procedure, the patient's systolic blood pressure dropped to 70. The patient was transferred to the ICU where an echo- cardiogram showed a 2 cm effusion. The patient was trans- ferred to mt. Diablo hospital where fluid was found in the pericardial sac. The patient's condition deteriorated and a thoracotomy was performed but the patient expired. The physician found a 1.5" - 2.0" tear on the ventricle.